Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the site was compromised as the site was bent. Her blood glucose was 325 mg/dl and had moderate ketone levels. She self-treated herself with a bolus. The infusion had been in use for less than one day. The patient went to the emergency room due to high blood glucose (325 mg/dl) and ketone levels. Patient's blood glucose level was 298 mg/dl when left the emergency room. The patient received blood work and drip via intravenous route as corrective treatment. She was in the hospital for more than three days and was still in the hospital at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.